Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿bardia foley catheter caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent uterus, double adnexal organ resection, and pelvic lymphadenectomy on (B)(6) 2019. After returning to the ward following the procedure, 150 ml of urine was drained in total. There was no obvious increase in urine inside the bag was spotted. At 1:05 on (B)(6), the urinary catheter detached by itself. After examination, air leakage was found with the balloon of the catheter. The catheter was re-inserted and urine drainage went smoothly. The vital signs were stable with no discomfort.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent uterus, double adnexal organ resection, and pelvic lymphadenectomy on (B)(6) 2019. After returning to the ward following the procedure, 150 ml of urine was drained in total. There was no obvious increase in urine inside the bag was spotted. At 1:05 on (B)(6), the urinary catheter detached by itself. After examination, air leakage was found with the balloon of the catheter. The catheter was re-inserted and urine drainage went smoothly. The vital signs were stable with no discomfort.